Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges that her powerchair caught on fire when it wasn't plugged in. She called the fire department to assist.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire on the device. There was an electrical failure on the pcb of the controller module. This electrical failure was contained within the aluminum controller enclosure. Analysis of the electrical failure was deferred to the controller manufacturer who did extensive analysis but could not determine an exact root cause and considers the case isolated.

Event description:
Consumer alleges that her powerchair caught on fire when it wasn't plugged in. She called the fire department to assist.